Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient that developed a pressure injury on penis from the ultraflex external bard catheter. Also customer asked two question about recommendation for how frequently the catheter should be routinely changed, or just when it falls off. And asked for tips on to prevent pressure injuries at top of catheter. It was unknown what medical intervention was provided.

Event description:
It was reported that the patient developed a pressure injury on penis from the ultraflex external bard catheter. Also customer asked two question about recommendation for how frequently the catheter should be routinely changed, or just when it falls off and asked for tips on to prevent pressure injuries at top of catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials not biocompatible¿. The lot number is unknown. Therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.